Event description:
Same patient as MFR report: 2134265-2012-00700. It was reported that following a stenting treatment procedure, a stent thrombosis occurred. The index procedure treated two target lesions. Target lesion #1 was located in the proximal lcx (cass site 18) with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was pre-dilated and treated with a 3.0 x 16 mm taxus liberte stent with 0% residual stenosis. Target lesion #2 was located in the mid rca (cass site 2) with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was pre-dilated and treated with a 2.5 x 16 mm taxus liberte stent with 0% residual stenosis. Following intervention to the lcx and rca, the superior vena cava (svc) was dilated twice with 0% residual stenosis. The subject was discharged one day post procedure on aspirin and prasugrel. In (B)(6) 2011, the patient presented with sudden onset of chest pressure. An EKG revealed acute inferior wall st elevation mi in progress and troponins peaked at 45.82 ng/ml. The subject recently stopped taking aspirin and prasugrel for unclear reasons. The subject's last dose of aspirin was three days prior to the onset of this event and prasugrel was taken on the day of admission. The patient had an episode of ventricular fibrillation. The patient was cardioverted and brought emergently for cardiac catheterization which revealed a totally occluded mid lcx with "big chunk of filling defect in proximal part inside the stent was a large clot." The rca had a mid-distal patent stent and 90% proximal eccentric lesion. The totally occluded lcx was wired and multiple passes were made with a thrombectomy catheter. The artery opened up with improvement of flow from timi 0 to timi iii and no lesion in the proximal lcx where there was a stent placed, "proving that it was all a clot." Following the thrombectomy, the subject was started on integrillin and was observed for 10 minutes and "it did close up distally." The distal lcx had an 80-90% discrete lesion after the large second diagonal branch. The distal lcx was treated with a 2.5 x 12 mm non-bsc stent with 0% residual stenosis. Following the treatment of the lcx, the 90% proximal lesion in the rca was addressed. A 3.0 x 15 mm non-bsc stent was deployed in the proximal rca with 0% residual stenosis. The subject was discharged three days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same patient as MFR report: 2134265-2012-00700. (B)(4) study. It was reported that following a stenting treatment procedure a stent thrombosis occurred. The index procedure treated two target lesions. Target lesion #1 was located in the proximal lcx ((B)(4)) with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was pre-dilated and treated with a 3.0 x 16 mm taxus liberte stent with 0% residual stenosis. Target lesion #2 was located in the mid rca ((B)(4)) with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was pre-dilated and treated with a 2.5 x 16 mm taxus liberte stent with 0% residual stenosis. Following intervention to the lcx and rca, the superior vena cava (svc) was dilated twice with 0% residual stenosis. The subject was discharged one day post procedure on aspirin and prasugrel. In (B)(6) 2011, the patient presented with sudden onset of chest pressure. An EKG revealed acute inferior wall st elevation mi in progress and troponins peaked at 45.82 ng/ml. The subject recently stopped taking aspirin and prasugrel for unclear reasons. The subject's last dose of aspirin was three days prior to the onset of this event and prasugrel was taken on the day of admission. The patient had an episode of ventricular fibrillation. The patient was cardioverted and brought emergently for cardiac catheterization which revealed a totally occluded mid lcx with "big chunk of filling defect in proximal part inside the stent was a large clot". The rca had a mid-distal patent stent and 90% proximal eccentric lesion. The totally occluded lcx was wired and multiple passes were made with a thrombectomy catheter. The artery opened up with improvement of flow from timi 0 to timi iii and no lesion in the proximal lcx where there was a stent placed, "proving that it was all a clot". Following the thrombectomy the subject was started on integrilin and was observed for 10 minutes and "it did close up distally". The distal lcx had an 80-90% discrete lesion after the large second diagonal branch. The distal lcx was treated with a 2.5 x 12 mm non-bsc stent with 0% residual stenosis. Following the treatment of the lcx, the 90% proximal lesion in the rca was addressed. A 3.0 x 15 mm non-bsc stent was deployed in the proximal rca with 0% residual stenosis. The subject was discharged three days later on aspirin and prasugrel.